Manufacturer narrative:
Qn#: (B)(4). The actual device involved in this complaint was not returned for evaluation. Material number reported is not being manufactured currently, however, another material number from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production, and were visually inspected. The issue reported "adapter disconnected during use" was not observed in the current manufacturing process. A record assessment (fmea) was conducted and no updated is required. Customer complaint cannot be confirmed based on this investigation. Device sample involved is needed to confirm alleged defect reported and establish a root cause. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the adaptor came off of the endotracheal tube. Alleged malfunction reported as occurred during use. It was reported there was no patient injury or consequence.